Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr, difficulties were encountered during the withdrawal of the 14fr. Axela sheath. A femoral artery dissection was observed following the removal of the sheath. No further information regarding the tavr procedure or the treatment / repair of the artery dissection is available. No specific patient information was provided.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The axela sheath and ultra delivery system were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No applicable photos or case imagery were provided for review. A device history record (DHR) review could not be performed due to the unavailability of the device work order information. A lot history review could not be performed due to the unavailability of the device work order information. Complaint history review from (B)(6) 2018 to (B)(6) 2019 for the edwards 14fr. Axela sheath revealed other similar returned complaints. The axela sheath is a recently commercialized device, and control limits therefore have not yet been established. As such, complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. Per the IFU and training manuals: note access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm and 6.0 mm, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm. Note: in expectation of high friction, use short movements, keep loader inserted in sheath until just prior to delivery system removal. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the sheath, the products and components undergo multiple inspections throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. In this case, the complaint for sheath shaft ¿ withdrawal difficulty was not able to be confirmed. Investigation of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Vessel calcification and tortuosity could have prevented the distal flap from returning to its original diameter after contraction. This would make the distal flap susceptible to catching on calcification when the device is moved through the access vessel, resulting in retrieval difficulty. Although a definite root cause was not able to be determined, available information suggests patient factors (vessel calcification, tortuosity) may have contributed to the withdrawal difficulties and femoral artery dissection. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification/tortuosity) contributed to the reported event. No corrective or preventative action is required.